Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling stress testing, and full functionality testing without duplicating the malfunction. However, upon inspection the customer's batteries were found to be depleted. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection the device prompted "unit failed" message and stated to change batteries. Complainant alleged that after replacing the batteries, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.